Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The source of the infection was not determined. The implantable cardioverter defibrillator, right atrial and right ventricular lead were explanted on (B)(6) 2018 and no further information was available.